Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Device passed the delivery accuracy test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address or serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on(B)(6) 2015 with blood glucose level of 500 mg/dl. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer¿s current blood glucose was 200 mg/dl. The customer treated with syringe. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The customer stated that they had no delivery alert in insulin pump. The insulin pump will be returned for analysis.